Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, the manufacturing date, and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual and microscopic inspection was able to confirm the reported event of probe damage error (u509). The proximal end of the device was inspected under a microscope and found approximately 14mm of the probe was detached and was returned. The teflon pad was inspected and was found to be have normal wear and no metal was exposed.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon was using the device to grasp a tissue when a probe damage error occurred and then the probe broke off and fell inside the patient. The physician used a laparoscopic grasper to successfully retrieve the fragment. The intended procedure was completed with another similar device. There was no patient injury reported. No additional information was provided.